Event description:
It was reported that patient had a buttonhole in the flap of the right eye. It was also noted that patient had a scar in the right eye and surgeon used a double raster. The patient had to heal 90 days then proceeded with photorefractive keratectomy (prk). No additional information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as jan 2, 2008, however the correct date is oct 26, 2005. Additional information: section h3 device evaluated by manufacturer: yes. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.